Event description:
Reported via patient call center. It was reported that device movement/shift and thrombosis occurred. A left atrial appendage closure procedure was performed, and a 31mm watchman flx laa closure device was implanted. At a routine 45-day follow-up, computed tomography (CT) imaging revealed that the device had a 7mm thrombus attached to the surface of the closure device. The closure device was also noted to have shifted and was sticking out of the laa. The patient was currently on anticoagulation medication (eliquis).